Manufacturer narrative:
Correction: this device meets or exceeds 75% of its expected longevity; therefore, it is no longer considered reportable.

Event description:
Additional information indicates the device meets or exceeds at least 75% of its expected longevity. This device is no longer considered reportable.

Event description:
It was reported that the patient is scheduled for replacement of their ipg. It is unknown why the ipg is planned to be replaced. As a result, surgical intervention may be undertaken.

Manufacturer narrative:
Date of event is estimated.